Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have damage to the latch area of the p2 pump head door. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. No additional information is available

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the latch area of the pump head door. To correct the condition, the pump head door was replaced. If any additional information is received, a follow-up MDR will be sent.